Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump was returning low predict alerts when the blood glucose level was normal to high. Customer's mother reported that the customer experienced blood glucose levels of 563 mg/dl, 493 mg/dl, and 563 mg/dl throughout the day of the call. Blood glucose level was 465 mg/dl at the beginning of the call, but down to 305 mg/dl by the end of the call. No further information was provided.